Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 106 mg/dl at the time of the incident. Customer stated that, fell on the pump battery out of and screen is blank, grays and turns and screen is stop. Customer stated that, the battery was out display. Troubleshooting steps were guided for blank display screen. Customer also reported that, the pump has been bumped and does not show signs of physical damage. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify if unit not received stuck in manufacturing mode due to blank flashing white lcd. Unit had blank flashing white lcd with audio beeps due to cracked lcd controller and cracked lcd glass. No unexpected grey display noted. Unable to verify missing segments due to blank flashing white lcd. No unexpected rattle noise noted when the pump was shaken. No loose components noted on the electronic assembly during visual inspection. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.